Event description:
Home care pt received 2 cda (chemotherapy) for 20 hrs when leaking at the site was noted by an rn. The extension tubing was noted to be leaking below the hub. The line needed urokinase to clear due to the hole in the extension tubing.